Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a pericardial effusion occurred. Pericardiocentesis was performed, followed by open heart surgery. The case was completed with cryo. The patient¿s hospitalization was extended. No further patient complications have been reported as a result of this event.